Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had a hypoglycemic seizure and went to the urgent care. For treatment, the patient was given glucagon shot by her spouse and was their vitals were monitored by the staff. The patient was discharged on same day. No further details to report.